Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure twenty five years post implantation due to implant fracture. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d5; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual examination of the provided pictures identified the explanted articular surface, with a partial fracture/crack on one side. The device has some bio-debris to the surface. No further evaluation can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.